Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic colorectal procedure. The device was not able to fire. The surgeon was able to press the green firing button and squeeze the handle but no staples deployed. The case was completed using a new device. No patient injury.